Manufacturer narrative:
(B)(4). Also was involved a tac084020c/17394512 UDI# (B)(4) and reported separately. Additional information was requested but was not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm) and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aortic dissection with conformable gore® tag® thoracic endoprostheses (tgu404015/15928245)-most adjacent to the tbe aortic component. On (B)(6) 2018, the pre-treatment computed tomography (CT) imaging showed that the maximum diameter of an aortic aneurysm/ lesion was 54mm. The follow up CT scans showed that the maximum diameter of an aortic aneurysm/ lesion increased in size from 55 mm on november 4, 2019 till 63mm on (B)(6) 2022. Also, a type iii endoleak was determined. The event is related to the device and the endovascular procedure. The event is ongoing. No treatment was reported. The physician is monitoring the patient.

Manufacturer narrative:
During the file review, it was found that on (B)(6) 2019, the patient had a history of the type iii endoleak associated with an aortic extender and an aortic component which was treated endovascular using the thoracic aortic extender endoprosthesis. There was no allegation against the (B)(6) which was reported by mistake. This report was sent as a retraction.